Event description:
This is report 3 of 3 for the same event. It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw device was stuttering/lots of stopping and starting. It was further reported that there was lots of play between the connection of the interface right (x3) and the saw device. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. It was reported that new sasis, the issue was resolved. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. It was reported that the surgical procedure was completed. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the device was returned for evaluation along with a video. Evaluation of the device and video determined that the sasi components were loose. Therefore, the reported condition was confirmed. A manufacturing record evaluation was performed for the finished device were no non-conformances that would be expected to cause or contribute to the event. The issue related to the loose connection has been escalated to a CAPA. The assignable root cause could not be established.